Event description:
During a coronary stenting procedure, the stent shaft broke upon placing into sheath. This pt was admitted with an acute myocardial infarction (mi). Angiography revealed a lesion in the rca. After removal from the sterile packaging, the tip of the cypher sds was flushed with heparinized saline and an inflation device was attached in neutral position. The balloon was loaded onto the wire without difficulty position. The balloon was loaded onto the wire without difficluty and was advanced to the sheath.as the sds was being introduced through the area of the femoral sheath, the shaft of the catheter broke approximately 12" back from the distal tip (within the middle 1/3rd of the catheter). This part of the device was still well outside the pt. The device was then taken off the wire and out of the system without difficulty. Another cyher was used to complete the procedure without difficulty. The product never exited the guiding catheter into the pt's body.